Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of hospitalization and the date of hospitalization was (B)(6)2015. The customer also reported that he experienced throwing up, heartburn and acid in his stomach. The customer stated that he was released on (B)(6) 2015. The customer also stated that the customer was wearing the insulin pump at the time of hospitalization. The customer mentioned that he did not change his set for four days. The insulin pump will not be returned for analysis.